Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to high blood glucose. The customer¿s blood glucose level was 526 mg/dl at the time of incident. The customer also experienced other blood glucose level was 400 mg/dl. The customer declined to troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.